Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt information. There are no indications that this occurred as a result of manufacturing or component failure.

Event description:
Implant loss.